Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer that the customer did not see drops of insulin exit the end of the tubing during filling. There was no impact to blood glucose (bg) levels. Reportedly, the customer uses apidra insulin in pump cartridges. The customer was instructed regarding insulin and cartridge labeling. Customer stated they would use a vial of novolog insulin. Reportedly, customer changed all supplies was able to resume insulin delivery.